Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas gain in the iab circuit. There was no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold and the pneumatic module assembly. The iabp was returned to clinical service. The removed drive manifold assy and pim were returned to the failure analysis and testing(fat) department for investigation. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the pim and drive manifold into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of gas gain in iab circuit for drive manifold assy. The drive manifold assy, passed testing. The failure analysis and testing department verified the failure of vacuum leak diff. Pressure for the pim. Failed vacuum leak diff. Pressure with result of 40mmhg, the factory specification is +-25mmhg. This probably was the cause of gas gain in iab circuit. The pim failed testing. Retaining both parts in fat dept. As per procedure.